Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not yet been returned to the manufacturer. Product no returned to manufacturer.

Event description:
It was reported that unknown abutment screw fractured.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.